Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The impella was pulled out due to the patient's delirium. The root cause of the positioning issues is due to patient movement. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient due to delirium, moved violently and and impella was pulled out of the patient's ventricle. Before the position could be corrected, the patient's respiratory condition worsened and the patient required intubation. After the patient was intubated, they went into cardiac arrest. Cardiopulmonary resuscitation was performed and return of spontaneous circulation was achieved. The impella was then removed and a new impella cp was inserted into the patient. The patient's condition worsened and expired the following day due to multiple organ failure.